Event description:
It was reported ", in the process iabc using, the pump alarms, remove the catheter and found the balloon damaged, and change new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample is 18f24g0019. Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with an original packaging box that does not match the serial number on the returned iabc. Returned with the sample was the 40cc driveline tubing, the short and long arterial pressure tubing, two (2) supplied 0.025in guidewires, the supplied datascope driveline tubing, a sheath dilator and a teflon sheath. Upon return, the teflon sheath was noted connected to the hemostasis cuff; blood was noted in the sidearm. The one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Upon aspiration, water was unable to be pulled into the syringe. Immediately push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately noted and located around the proximal end of the bifurcate bushing. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 4cm from the iabc distal tip. Some blood and debris were noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 70cm from the iabc luer. Some blood and debris were noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "the pump alarms" is confirmed. During the investigation, an external leak was confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing. The external leak could cause a helium loss alarm. Based on a review of the device history record (DHR), the prod-uct met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing. The probable root cause of the complaint is manufacturing related. Corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Event description:
It was reported ", in the process iabc using, the pump alarms, remove the catheter and found the balloon damaged, and change new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).